Event description:
Please note, this event was erroneously filed on a form 3500 with errors on (B)(6) 2012 by former personnel of spinefrontier. This is the corrected version of events, on the correct form 3500a, and filed per discussion with (B)(4) at the MDR reporting office of FDA on 09/11/2012. Surgeon was surgically implanting indus invue anterior cervical plate system using the tipped driver to insert the fixation screws. He was having difficulty retaining the screws on the tip of the driver, which made inserting the screws difficult. This did not add time to the surgery, or cause any harm to the pt, as the surgeon had another driver present to use and complete the insertion of the screws. However, if another driver were not available to the surgeon, this could have lead to an increase in surgical time, putting the pt at risk.

Manufacturer narrative:
The issue with the indus invue drivers is that the tip of the driver and the head of the screw did not have a tight enough fit. Engineering worked solutions to solve this issue, with the conclusion being the release of an updated driver with a tip and screw head that fit better. The issue with the drivers and screws was clear to spinefrontier, so the solution was arrived at without reviewing the malfunctioned instrument used in this case. Although this type of event is not typically reported on an MDR, we are submitting this for two reasons: this event was captured on form 3500 by a former employee that did not realize that this event may have not been reportable, and; the issue with this driver did recur more than one time in the coming months, which necessitated making a change in the driver design.